Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. Received photo shows an iol on a sheet of fabric. One haptic is broken torn and resting beside the iol. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product cnwet3-t6 that is sold in the united states under (PMA/510(k) # p190018. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse noticed that the haptic was broken during intraocular lens (iol) implantation surgery. Therefore, the surgeon removed the iol and used another one in an initial procedure. The surgery was completed successfully, and there was no patient harm.